Event description:
A bit of my tooth chipped off [tooth fracture]. Case description: a female consumer of unknown age used oral-b trizone rechargeable toothbrush toothbrush 1 application, frequency unknown beginning date unknown and chipped their tooth. The consumer visited their dentist who polished their tooth. Relevant history; no information provided. Concomitant medication; no information provided. Case outcome; unknown. No further information provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.